Event description:
Svc (superior vena cava) lead impedance warning on (B)(6) 2024. Lead trend shows gradual creep up over time. Svc defib lead impedance >200 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).